Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for three unknown 5.0mm locking screws. Part and lot numbers were not available for reporting. Other¿UDI# unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware explant surgery on (B)(6) 2016 due to pain. One 4.5mm narrow locking compression plate (lcp), one 95 degree condylar plate, seven unknown 4.5mm cortex screws, and three unknown 5.0mm locking screws removed due to pain of the right side proximal humerus. There original implant date is unknown. The devices were removed intact and there was no surgical delay. The patient's postoperative status is stable. The procedure was completed successfully. This report is for three unknown 5.0mm locking screws. This report is 4 of 4 for (B)(4).